Event description:
During a hepatectomey procedure, the device would not work at about 30 minutes after started using. Another device was used to complete the case. There was no adverse consequence to the patient.